Manufacturer narrative:
(B)(4).

Event description:
The pt missed their pump refill on (B)(6) 2011. The pump was filled on (B)(6) 2011. At refill, the dose was decreased from 789 mcg/day to 600 mcg/day. The next day, an overdose was reported; the pt was lethargic. On (B)(6) 2011, the pt had become more lethargic and had been vomiting; his pupils were also dilated. The device system was used to deliver lioresal 2000 mcg/ml. Additional info has been requested, a f/u report will be sent if additional info becomes available.